Manufacturer narrative:
Updated data: b3, b5, d4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient presented to the emergency department with chest pain radiating to the left shoulder and shortness of breath. The emergency medical service (ems) provided sublingual nitroglycerin and aspirin. The chest pain resolved. The physician indicated the myocardial infarction was unrelated to the valve. Cause was not reported.

Event description:
It was reported that approximately 7 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve, the patient experienced a non-st elevation myocardial infarction (nstemi) and was hospitalized. During this hospitalization a transesophageal echocardiogram (tee) identified severe aortic prosthetic valve dysfunction reported as insufficiency. An x-ray showed pulmonary edema. An alpha-1 adrenergic receptor agonist was administered. The patient was transferred to a different facility and an unspecified valve intervention occurred. The patient indicated an additional the physician could not do another transcatheter valve, but that the existing transcatheter valve was ¿replaced¿. The pulmonary edema resolved the day following onset and was reported as related to the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 4 days following the onset of the severe transcatheter valve dysfunction the medtronic transcatheter valve was explanted and replaced with a 25 millimeter non-medtronic surgical valve. A left atrial appendage exclusion procedure with occlusion use of a left atrial appendage clip and a left atrial maze procedure with a combination of cryoablation and radiofrequency ablation were also reported. A gastrostomy tube (g-tube) was also placed. The severe transcatheter valve dysfunction event was reported as resolved with sequelae.

Manufacturer narrative:
Updated data: b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that with the non-st-elevation myocardial infarction (nstemi) the troponin was elevated with non-specific st-t wave abnormalities on the electrocardiogram (ECG). A heparin drip was also administered. The nstemi event was not resolved.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.